Manufacturer narrative:
Due to character limitation. Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had auto fill and calibration failures. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced regulator, drive (d103-00-0633), press transducer hi press 3500 psig (d682-00-0092-01). Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
Na.